Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.